Manufacturer narrative:
Patient's weight unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead due occlusion. Spectranetics lead locking devices (llds) the physician attempted to remove the rv lead first, but then switched efforts to remove the ra lead using a spectranetics 14f glidelight laser sheath. Once the ra lead was removed, the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon, bypass, and sternotomy. A perforation in the posterior region of the innominate vein was discovered and repaired. However, the patient continued to bleed and two surgeons and their first assistant continued extensive efforts to determine cause of continued bleeding. They opened the patient further, from below the xiphoid region down to the navel and searched for the bleeding source. They were unable to locate the continued bleeding and the patient did not survive. After the patient's death, the llds remaining in the rv and lv leads were left in the patient with no further intervention. This report captures the 14f glidelight device in use in the area of the posterior innominate vein perforation, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.